Event description:
Event ws reported to caldera medical by an attorney. Legal complaint states that pt suffered serious bodily injuries, including, but not limited to, bladder pain, abdominal pain; vaginal discomfort; recurrent bladder infections; urinary tract infections; dyspareunia, additional surgeries, and other injuries. No additional info was provided.